Event description:
The patient was admitted to the hospital with the device in back up vvi. An error message was additionally noted on the device. Technical support was contacted and the device was successfully restored to resolve this event. The patient was stable.